Event description:
Had elevess injected and approx three weeks later and up to this date, I have had a really bad reaction to this product. Everyplace this was injected into my face continues to swell and gets puss sacks that have to be drained. My dr has injected something else trying to dissolve this product, but so far this has not worked very well either. At this time, my face continues to be swelled up and looks all black and blue. I continually look like I have two black eyes and my eyes swell almost shut at times. This product needs more research or needs to be taken off the market until problems are solved. I have found other people online suffering from the same problems. Frequency: one time only. Dates of use: 2008. Diagnosis: facial filler. Event abated after use stopped or dose reduced: no.